Event description:
It was reported that the pump touch screen was cracked. Reportedly, the screen was cracked because the customer fell on the pump. The customer's blood glucose level was 175 mg/dl. This event is being reported based on the evaluation of the returned device. During evaluation, it was found that the lcd screen was not able to display properly. The root cause of the cracked lcd screen is due to a high force impact event.